Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a meniscal knee repair procedure on (B)(6) 2015. During the procedure, the second anchor would not deploy. Another device was used, and an additional hole was created to complete the procedure. A procedural delay of thirty minutes occurred.